Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the second lead was repositioned not replaced and it remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-operatively, the right atrial (ra) lead exhibited placement difficulty and dislodged five to seven times. The lead was explanted and replaced with a second lead, which also exhibited placement difficult and dislodged three to four times. The lead was replaced and remains in use. No patient complications have been reported as a result of this event.